Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving sensor glucose readings and blood glucose readings that are at times up to 100 points off from one another. Customer also reported receiving predict low and threshold suspend alerts. Blood glucose level at the time of the call was not provided. No further information was provided.